Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2018 - 03754. Customer has not indicated that the product will be returned to zimmer biomet for investigation or not. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that patient underwent reverse shoulder arthroplasty combined with a latissimus dorsi tendon transfer. Subsequently patient was revised due to instability. During the revision, the baseplate was revised and the humeral poly was noted to be disassociated with medial wear.

Manufacturer narrative:
(B)(4). Upon reassessment it was identified that the report was inadvertently submitted under the wrong MFR. A new report will be submitted under MFR: 0001822565-2018-03378.